Manufacturer narrative:
Na.

Event description:
It was reported that the ventilator had no flow during testing and the turbine was seized with an audible alarm. The ventilator was not connected to a patient when the reported problem occurred.